Manufacturer narrative:
(B)(4) date sent to the FDA: 01/09/2017 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that during a laparoscopic ventral hernia "the rest were deploying on an angle." Please provide the following: were the straps deformed? Were the straps deployed into the mesh/tissue not adhering to the mesh/tissue? How was the procedure completed?

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2016 and the absorbable straps were used. During the procedure, the first strap was fired as expected and the rest were deploying on an angle. Additional information has been requested.